Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that pump alarms after administering 27 ml. The message could not be cleared by changing the cadd pump. The lines and way of connecting were checked by 3 colleagues, it does not seem to be the case here either. Has happened previously in recent weeks. The cassette has been saved. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: a product sample was received for evaluation. Visual and functional testing were performed. The sample was received with the occlusion mechanism damaged therefore the sample could not be used to perform an accurate investigation. Therefore reported problem could not be duplicated and the root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue., corrected data: d4: catalog number: 21-7302-24.